Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation and there was no indication of a device malfunction. The "pads off" messages seen are likely related to poor coupling between the electrode pads and the patient. There are no errors that would have prevented the ECG signal from displaying. Review of the device log found no occurrences of "pads off" on the reported event date. The pads used were not returned as part of this investigation. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.